Event description:
According to the reporter, during the procedure, the surgeon was unable to squeeze the handle and the stapler was unable to fire. The jaws of the device locked on the tissue. The surgeon used a beam retractor with diathermy hook to remove the device on the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.